Manufacturer narrative:
Date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the pump¿s black box and alarm history showed an unexplained pump reboot event. The returned battery cap was found to be undamaged and able to properly secure to the pump for testing. The battery cap was tightened and then unscrewed ½ turn with no reboots occurring. The battery compartment was found to be cracked below the grip pad. During testing, the pump successfully completed the rewind, load, and prime steps without any power issues, reboots, or call service alarms. The pump cover was removed and there was no evidence of moisture or damage to the printed circuit board. The original complaint of a call power issue was noted in the pump history but unable to be duplicated during investigation.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.